Manufacturer narrative:
It was reported that x-rays were performed and needle piece was visualized in soft pelvis tissue. Approximately two-thirds of the needle is retained in the patient. The current patient status is ok.

Event description:
It was reported that the patient underwent laparoscopic vaginal hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the needle broke while beginning to suture vaginal edge and ligament. The broken needle part was not possible to find and remove and has been retained in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.